Manufacturer narrative:
Invacare action 3 ng sp left wheel fell off causing the service user to fall forward and out of the chair. Incident reported by nursing home staff. Passers by fixed wheel and helped su back into chair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Invacare action 3 ng sp left wheel fell off causing the service user to fall forward and out of the chair. Incident reported by nursing home staff. Passers by fixed wheel and helped su back into chair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).